Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of four reports (3007042319-2014-00275, 00276, 00277 and 00278) submitted for devices related to the same event.

Event description:
Approximately 8 months after heartware lvad implantation, the patient reported that one of the batteries was depleting earlier than expected and the log files analysis has confirms this. They could not identify which battery was affected so all batteries were exchanged. Log file review confirmed the event. There was no reported patient injury. The devices were returned to heartware for further analysis.